Event description:
It was reported that the patient's stimulator would turn off for 1-2 minutes approximately 4 times a day, though the stimulator would indicate it was turned on. The patient also noted lack of effect with increased pain and no stimulation sensation. Review of the pump (2008) revealed high impedances on multiple electrodes. The patient underwent surgery to replace both leads. Following surgery the patient's pain was improving. The patient recovered without sequela.